Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported damage to the slit section; a crack was found prevented airtightness during suction was displayed during a diagnostic bronchoscopy involving an olympus single use biopsy valve. The device was replaced with similar device and the procedure was completed, no delay. No adverse events for the patient.